Event description:
The jacket retracted halfway. The ancure device and the expandable sheath were removed. On insertion of the second sheath, the external iliac was observed to be ruptured. A conduit was necessary for the insertion of the second device. After implantation of the graft from the second device, there was bleeding from the common internal iliac on the ipsilateral side. The physician believed that the cause for the bleeding was the rupture that occurred when the first device was removed with the hooks exposed. It was necessary to suture the conduit to the limb of the graft. In spite of the high blood loss the procedure was successful. The pt was taken off the respirator one day after the surgery and is recovering.